Event description:
Twenty-eight ge dash 5000 cardiac monitors we purchased approximately 18 months ago. The monitors also track oxygen saturation. The monitors pickup and alarm at the slightest modification regardless of duration suggesting that the neonate is sicker then he/she really is. We have been working with ge seeking a longer delay that will verify if the o2 saturation is simply a spike or a longer o2 decrease. Ge acknowledges the problem and advised that they have to run any change past the FDA and it will be october before a fix is available. What this causes is possibly a longer length of stay, worry for parents and additional tests.